Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "here for fluorouracil chemo-pump problem. Pump alarm occurred stating ¿downstream occlusion¿. Patient¿s wife cannot recall the actual time, but it happened last night. She was able to resolve the alarm at that time. However, this occurred 2 more times during the night. Each time, she was able to resolve the issue. This morning, she noticed some wet spots on the patient¿s clothing. A small amount of blood was also noted. She stopped the pump and tightened the heparin cap and clamped the huber needle. She cleaned the patient¿s skin where the chemo has leaked and disposed the shirt using the yellow trash bag from the home spill kit. They then decided to come to atc to have it evaluated. Upon assessment, I noticed a white substance where the connection between the heparin cap and the huber needle was. The skin is clean, dry and warm to touch. Small amount of blood also noted in the lumen of the huber needle. Pac dressing is clean, dry and intact. Volume left in the bag showed 160.9ml in the pump display. Pharmacy was notified and will contact physician regarding the incident. Huber needle d/c¿d. Right pac re-accessed per policy. Able to obtain good blood return and flushes well. Pharmacist able to obtain order from physician to replace the remaining volume of fluorouracil to infuse over 48 hours. Plan of care discussed with the patient and wife. Both agreed."